Event description:
It has been reported that one pen ii mylan 3.0ml has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: patient states difficulty depressing dose on pen due to arthritis in thumb resulting in intermittent bent needle and incomplete dose delivery.

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pen ii mylan 3.0 ml has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: patient states difficulty depressing dose on pen due to arthritis in thumb resulting in intermittent bent needle and incomplete dose delivery.